Event description:
Patient receiving dextrose 5% 1/2 normal saline at 60 ml/hr. IV fluid noted to be leaking out of hole on tubing (right below where distal end of blue tubing connects into the clear portion of tubing). Tubing had been in use approx 32 hrs earlier. New tubing obtained and hung. No pt harm.